Manufacturer narrative:
A getinge field engineer (fse) evaluated the unit and checked video receiver pcb. The fse cleaned the connector connected to the pcb board, video receiver and put it back until it was tight. After cleaning the connectors, it was found that when the machine was turned on, the screen of the machine is back to working normally. The machine can be used normally. All functional and safety checks were performed.

Manufacturer narrative:
After the cleaning, a service order was received from the customer, and the fse replaced pcb, color video receiver, 1 piece, according to the hospital's purchase order, cable, display to video rcvr bd, 1 piece, according to the hospital's purchase order. After replacing the video receiver and cable, display to video, the machine can be used normally. The machine screen works normally.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is rossukon tanomwong.

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) screen flickered. There was no patient involvement.